Event description:
A customer obtained a non-reproducible, falsely elevated vitros trop I es result for one patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 371 mg/dl and 178 mg/dl. Customer exhibited high blood glucose symptoms and treated with 44 units of insulin based on 371 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.